Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient was over 18 years. Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy with esophageal dilation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gauge would not work and stayed at zero. The gauge needle was stuck and was reading inaccurately. Reportedly, this happened outside the patient. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.